Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that in a workshop with surgery employees, one of the employees assembled the instrument during the function testing and the instrument got jammed. There was no patient involved. No additional information about the event is available at this time. Device will be returned for investigation. This is report number 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that no deviations were detected. After lubrication with synthes maintenance spray according to technique guide page 48 the failure could not be reproduced. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.